Event description:
The physician was attempting to use an in.pact admiral drug eluting balloon to treat the sfa/popliteal. The lesion was a chronic total occlusion, stenosis varied up to 70-80%. No abnormality noted inspection and preparation of the in.pact admiral device prior to use. No difficulty encountered during delivery of the device to / across the lesion site. It was reported that the balloon had difficulty deflating completely. The device was inflated and deflated twice successfully; however, following the third inflation the balloon would not deflate completely. The device has been inflated to 8atms for 3 minutes, 3 times. Physician tried pulling the partially inflated balloon into a 6f terumo destination sheath with some force and the balloon shaft broke. Approximately, 50cm of the balloon and shaft were left inside the patient's sfa. The physician was able to snare out of body using a covidien loop snare. This event occurred during the end of the procedure. No other clinical sequelae were reported for this event

Manufacturer narrative:
(B)(4) off¿label, unapproved or contraindicated use (the in.pact admiral dcb is intended for single inflation only).

Manufacturer narrative:
Results and conclusions: (based on the information received ¿ root cause cannot be determined). -no device received for evaluation. No results available since no evaluation performed.- device or procedural images not provided for review. (B)(4).

Manufacturer narrative:
Evaluation results: related to operational context -event most likely procedural related; no issues noted during device inspection and preparation prior to use, event occurred on the 3rd inflation, no issue reported for the 1st and 2nd inflation. Conclusion: operational context caused or contributed to the event-event most likely procedural related; no issues noted during device inspection and preparation prior to use, event occurred on the 3rd inflation, no issue reported for the 1st and 2nd inflation